Event description:
Caller alleging receiving discrepant inratio values. One lot, three meters, one pt, one tech; (B)(6) 2014, meter 1 (sn: (B)(4)) inratio inr=4.7; meter 2 (sn: (B)(4)) inratio inr=2.4; meter 3 (sn: (B)(4)) inratio inr=1.5; lab inr=1.7. Few minutes between each test, all performed within a half hour. Pt's therapeutic range 2-3. No reported adverse pt sequela. It was noted on (B)(6) that the tech had been observed to not allow alcohol to dry completely before testing. No add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.